Event description:
It was reported that an altitude alarm was declared on the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to remove obstructions from the pump's speaker holes and clean them. Technical support instructed further steps, including reloading the cartridge and resuming insulin delivery, but the alarm persisted. Consequently, technical support arranged for a replacement pump and cartridge.